Manufacturer narrative:
Both the handpiece and the needle were returned for evaluation. A temperature rise profile was performed on the handpiece and the product was found to be functioning within the normal range. Examination of the needle revealed the presence of cortical like material occluding the fluid path. It is possible that the needle became occluded with lens fragments during surgery and resulted in the reduction of irrigation fluid. Overheating of the needle may occur when the fluid is cut off or reduced.

Event description:
The dr detected a corneal burn during a routine phacoemulsification procedure. The burn was noticed during the sculpting phase of the surgery. The pt required unexpected sutures to close the wound.